Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulties), caused by another drug/device (another manufacturer¿s 18 fr sheath). Evaluation, conclusion: known inherent risk of a procedure (removal difficulties), another device caused failure (another manufacturer¿s 18 fr sheath).

Event description:
An endurant ii aortic cuff stent graft system was implanted during a preclinical study. Another manufacturer¿s 18 fr sheath was also used during the procedure. It was reported that after deployment of the endurant cuff, while attempting to remove the device, the endurant ii delivery system got stuck within the 18 fr sheath. The widest part of the tapered tip got stuck in the sheath valve. The physician stated that the insertion was tight, but it ended up going in successfully. The endurant device and sheath were removed together. The device was labelled ¿not for human use¿. The delivery system was returned and its evaluation has been completed. The device was returned bloodied. An 18 fr sheath was also returned with the device. Upon inspection the delivery system was still within the sheath and there was significant damage to the lip of the tapered tip. The proximal edge of the tapered tip material that overlaps the sleeve was lifted and folded upwards. The sheath was attempted to be removed from the delivery system, but the proximal pebax lip of the tapered tip would not pass through the sheath. The sheath hub cap was removed from the sheath hub assembly, leaving only the sheath hub and valve still attached to the device. The graft cover was slightly retracted and then the tapered tip lumen was cut to remove the hub cap and valve. The sheath hub cap measured 0.233¿, which converts to approximately 17.75 fr. The maximum tapered tip od was 0.236¿, which converts to approximately 18 fr. The root cause of the event was due to the hub cap of the sheath being smaller than 18 fr. When removing the delivery system, there may have been a slight gap between the graft cover and tapered tip, exposing the lip of the tapered tip. This exposed edge may have caught on the undersized hub cap of the sheath, resulting in the removal difficulty and damage to the tapered tip.